Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled " delayed onset sciatic nerve palsy secondary to wound hematoma following anticoagulant therapy post-bipolar hemiarthroplasty - an uncommon complication: a case report" written by balaji g, sriharsha y, and sharma d published by malaysian orthopaedic journal published online/accepted by publisher 18-may-2019 was reviewed. The articles purpose was describe a case of delayed sciatic nerve palsy due to hematoma formation. Case study: (B)(6)- year-old patient underwent a cemented bipolar hemiarthroplasty due to femoral neck fracture (left hip). There were no complications noted. Competitor products were placed with depuy cement. One the third post-op day she developed swelling and erythema of the leg along with calf tenderness. Ultrasound was done and showed a dvt in the lle. Patient was started on medication for treatment (po and subq). On the fifth post-op day the patient developed severe pain in the left gluteal area that radiated to the toe. A few staples were removed and showed a hematoma which was drained. Patient was then comfortable and resting. On the eighth post-op day she developed pain in the gluteal area again that again radiated to her toe. Examination revealed foot drop along with weakness, which suggested sciatic palsy ultrasound showed a fluid collection around the sciatic nerve. Patient underwent a wound debridement and decompression of her sciatic nerve. The implants were noted to be stable. Cultures taken indicated (B)(6) and the patient was started on IV antibiotics. Pain decreased, but her neurological deficits persisted. Wound healed without any complications. At her three month follow up ¿ her sciatic nerve had recovered. Depuy products: gentamycin bone cement.